Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned where it was discovered that the battery had high impedance, which resulted in early recommended replacement time.

Event description:
It was reported that the device lasted less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.